Manufacturer narrative:
Concomitant products: product ID 3708140, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported the patient had difficulty getting good coupling. Right after implant they were able to get all 8 bars but they were not able to shortly after. The patient was not able to get more than 2 bars. They were briefly able to get 4 bars but it went away. Antenna locate was used which had ¿pretty good¿ readings. The patient used a new antenna which did not help, and another recharger had the same 0 to 2 coupling. The manufacturer¿s representative could feel the battery and it was reported that they could tilt it if they pushed on it. The device was flush to the skin and not implanted too deeply, but there was a ¿layer of skin¿ on their stomach. It was later reported that the ins had been flipped. The patient¿s physician flipped it over manually and they immediately got 6 coupling bars. The device was reported as mobile. It was noted the patient did not want to consider surgery at the time of report, but that the problem was solved for the moment. No patient symptoms were reported related to the event.